Event description:
It was reported that a patient enrolled in a clinical study underwent bilateral total knee arthroplasty on (B)(6) 2004. Subsequently, the patient's right knee was revised on (B)(6) 2010 due to instability. The polyethylene bearing and locking bar were removed and replaced. Review of operative notes indicates posterior wear of the polyethylene bearing.

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. (B)(4).